Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported a broken wire; however, for clarification, the damaged instrument component was a frayed grip cable. Based on this clarification, the customer reported complaint is confirmed. The grip cable is frayed at the distal idler pulley and frayed cable strands stick out at the wrist. The other cables at the wrist are not damaged. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are short in length and are not aligned with the tube axis, suggesting that the scratches may have been caused by instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing of the cadiere forceps instrument, a wire at the distal end of the instrument was observed to be broken. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.